Manufacturer narrative:
Description of event, relevant tests/laboratory data, including dates, corrected data: available programming history inadvertently not included in the initial MDR.

Event description:
Programming history data was reviewed for the patient and revealed no anomalies. No additional information has been received to date.

Event description:
It was reported that the patient has been having tachycardia consistently for a month. No additional relevant information regarding the tachycardia has been received to date.